Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be fully intact; no peeling or damage was observed. During testing, all keypad buttons responded appropriately; the complaint could not be confirmed or duplicated. During investigation, evidence of contamination was found under all key contacts.

Event description:
The patient contacted animas on (B)(6) 2012 stating the up arrow keypad button had delayed responsiveness for a few weeks. The patient claimed the up arrow keypad button symbol was worn off and had an indentation. The keypad was reportedly intact and the pump was not exposed to water. The patient reportedly wore the pump attached to a belt in a protective case. There is no adverse event associated with this complaint. This report is being made based on the allegation of a keypad issue.

Manufacturer narrative:
There is no adverse event associated with this complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.